Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a caregiver about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins got infected and required replacement. The patient's replacement device was placed in their back instead of their shoulder and they required a recharging waste belt. The issue occurred 2 to 3 months prior. No further complications were reported or anticipated.